Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, shaft, collar, and tip were visually and microscopically examined. The collar was not detached or damaged; however, there were numerous kinks through the shaft of the device. The od (outer diameter) of the unkinked shaft was measured with a calibrated laser micrometer. The od was .066 inches, which was within specification. The guide catheter used in the procedure with the guidezilla ii complaint device was not returned for analysis, so a 6f test guide catheter was used for functional testing. The guidezilla ii was able to be inserted into the hub; however, there was resistance when advancing thought the guide catheter due to the kinks.

Event description:
It was reported that the balloon ruptured. The 90% stenosedtarget lesion area was located in the moderately tortuous and moderately calcified left anterior descending artery. A guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the collar part was broken from the time of opening and could not be inserted into the guiding catheter. Furthermore, resistance inside the guiding catheter was observed. The device was simply removed without resistance and the procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a collar break occurred. The 90% stenosed target lesion area was located in the moderately tortuous and moderately calcified left anterior descending artery. A guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the collar part was broken and could not be inserted into the guiding catheter. Furthermore, resistance inside the guiding catheter was observed. The device was simply removed from the 6f guide catheter without resistance. The procedure was completed with another of the same device. There were no complications reported.